Event description:
Initial reporter indicated that "his handheld is not working, continuing to freeze after interrogation. Troubleshooting has not resolved this issue. The dell handheld computer and 7.1 programming software have been returned to cyberonics for analysis. Analysis is pending completion.